Event description:
The complaint is reported as "the hcp failed to fire the skin stapler during use on patient." No patient injury/harm reported. The condition of the patient is listed as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first three staples appeared misaligned. The stapler was returned with 37 staples remaining in the cover block. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first three staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool. No flash was observed in the cover block. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the first three staples prevented the remaining staples from firing correctly. The sample was disassembled. Die casting were observed anomalies on the forming tool. No other defects or anomalies were observed. The root cause of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.